Event description:
It was reported that the lead was coiled in the cervical spine. In (B)(6) 2010, the lead was subsequently replaced during a revision. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).